Event description:
It was reported that pump experienced malfunction alarm with code malf 12 and could not be reset, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer continued to use current pump and planned to use alternate insulin method if needed, and technical support arranged replacement pump under warranty, confirmed shipping details and signature requirement, instructed customer to place malfunctioning pump in storage mode and return it within 10 days using provided materials, and advised customer to program pump settings and connect continuous glucose monitor on replacement device.